Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve is failing after an implant duration of thirteen (13) years, five (5) months due to unknown reasons. As reported, the patient initially presented for transcatheter valve replacement. This was aborted due to patient anatomy and the plan is to reschedule the patient at a later date. No additional details were provided.

Manufacturer narrative:
Edwards received additional information that the patient underwent transcatheter 26mm transcatheter valve. There were no complications noted.